Event description:
A user facility reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The lens was exchanged for a different power.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 03/04/2008 and 03/05/2008 by fax, mail and email. A partially completed questionnaire was received.